Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels in a unilateral bowtie configuration. The pick point was showing a value d as cold in the area and made it difficult for the surgeon to cover his entire desire area of coverage. The physician did not lower the laser power but did let off the foot pedal. The physician performed a biopsy prior to the ablation procedure. The post-ablation scans looked "good" per the physician. There were no patient complications reported in relation to this event.